Event description:
During a polypectomy procedure, a cook acusnare polypectomy snare was used. The catheter of the snare is soft. Force has to be applied (difficulty with retraction) to remove polyps because of crinkling of the catheter. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional med procedures due to this event, the info able to be collected does not reasonably suggest that the pt was adversely impacted.

Manufacturer narrative:
A product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. All acusnare devices are inspected for workability in final quality control inspection 100%. Instructions for use state: "fully retract and extend the snare to confirm smooth operation." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.